Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead dislodged when slitting the catheter. The catheter was replaced to implant the lead and the lead remains in use. No patient complications have been reported as a result of this event.